Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during attempted retrieval of an unspecified cook celect filter, the ¿y-connector¿ separated from a gunther tulip vena cava filter retrieval set¿s snare. The filter had been in place for twelve years. Per the reporter, the hook of the filter was easily captured with the snare. A moderate amount of force was needed to advance the sheaths over the filter in order to collapse it, and the ¿connection between the inner and outer sheath broke.¿ the outer sheath accordioned outside of the access site/body, and the ¿y-connector¿ broke from the snare. The complaint device was removed without difficulty. The retrieval procedure was aborted and rescheduled to be completed another day. A section of the complaint device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.